Event description:
Went to get tested for covid-19 at curative labs. Contaminated swab and asked for a new one because I was concerned about invalidating the test. The staff member said it was fine. Staff member did not monitor while covid swab was being done (which violates one of the eua criteria outlined by FDA for curative labs). Spoke with a customer service agent on the phone and was told that it actually wasn't fine. I am concerned that there are many invalidated tests performed by this site. FDA safety report ID# (B)(4).